Event description:
The manufacturer received a call from a spouse asking that communications from philips be stopped as the patient has passed away. No additional information was provided by the caller. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.